Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01079 pertains to the other device. It was reported to boston scientific corporation that a capio suture capturing device (opc packaged) was opened and used during a fixation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the suture detached. The suture tip remained within the cage of the capio suturing device. A second capio suture capturing device was used. However, the tip of suture detached inside the patient. X-ray was used to locate and successfully remove the tip of the suture. The procedure was completed using a third capio suture capturing device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an opc packaged was opened and used during a fixation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the suture detached inside the patient. X-ray was done and the tip of the suture was removed successfully. The procedure was completed using this device. The patient's condition at the conclusion of the procedure was reported to be stable.